Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display as it was exposed to moisture. The mother was assisted with blank display troubleshooting. The customer¿s blood glucose level was 452mg/dl at the time of the incident. The mother stated that the insulin pump was exposed the customer's urine the night prior. Troubleshooting did not resolve the issue and display did not return. Troubleshooting for pump exposed to fluid was also performed. The mother stated that the exposure happened while the customer was sleeping. The customer's mother also stated that there was a constant tone occurring. The mother was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No buzzing or audio/beep anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.